Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a routine device change out procedure. It was noted that the right ventricular lead impedance in unipolar had trended low for the past year. Upon interrogation, the lead also exhibited low impedance in the bipolar configuration. The lead was capped and replaced. The procedure was completed successfully without adverse consequence to the patient.